Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on (B)(6) 2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on (B)(6) 2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.

Event description:
On 28/may/2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on 16/may/2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.